Event description:
The customer received questionable calcium and creatinine plus results for one patient sample. From the initial results from an aliquot processed by the modular preanalytic analyzer (mpa) were a calcium result of 11.8 mg/dl and a creatinine result of 1.7 mg/dl. These results were reported outside the laboratory. Due to a delta check on a second sample drawn from the patient, the customer pulled the original sample and repeated testing with the primary tube. On (B)(6) 2013, the calcium result was 9.0 mg/dl and the creatinine result was 1.0 mg/dl. On (B)(6) 2013, the calcium result was 9.2 mg/dl and the creatinine result was 1.0 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 67316501 with an expiration date of 02/28/2014. The creatinine r1 reagent lot number was 67600301 with an expiration date of 11/30/2013. The creatinine r2 reagent lot number was 68050301 with an expiration date of 11/30/2013. The field service representative could not find a cause. He investigated the rinse mechanism, rinse volumes and vacuum of the cuvettes which were all ok. He checked the gear pump and vacuum pressures which were ok. He cleaned the sample probe tip and aligned it in the cuvettes. To verify the analyzer operation, he ran serum precision of several assays which results within specifications. He ran qc on calcium and creatinine which was ok.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of information provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.